Event description:
Hcp reports pt presented with signs of an intraspinal mass including a recent increase in the pt's usual pain and a recent escalation of intraspinal medication dose. The mass was diagnosed in 2003 via an MRI imaging study. The catheter was explanted and replaced in 2003. The operative report findings show the catheter was "completely obstructed." The cultures taken were negative. The pt's present status is reported as stable.

Event description:
Additional info from the hcp reports the pt had no granuloma.